Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. The product was used for therapeutic treatment. The reason for mesh implantation as urinary incontinence, stress type, intrinsic sphincteric deficiency, grade 3 cystourethrocele with angulation of the urethra, grade 2 rectocele, status post hysterectomy. The complications post pelvicol placement were recurrence of her cystourethrocele, grade iii, with incomplete urinary emptying. It was recommended the patient undergo operative intervention with redo cystocele repair with graft.